Manufacturer narrative:
Although product met in-process and finished device specifications, the factory further investigated minimization of seepage. A needle finishing process was modified to effect less seepage. The needles MFR was this modified process also meet all the original in-process specifications and finished device specifications. Product specifications were not changed.

Event description:
Painful insertion and leaking at access site. Large amount of and prolonged bledding, had to use gauze and gelfoam to control bleeding.